Event description:
A cartridge change error was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had already removed the cartridge and inspected it before contacting support, finding that the o-ring was not in place and undamaged. They changed the cartridge and infusion set themselves, resumed insulin, and were instructed by technical support to clean the pneumatic tap area. The customer successfully loaded the new cartridge and completed the process, resuming insulin delivery.